Manufacturer narrative:
The customer-reported missing screw and loose screw on the "air vent" (exhaust fan cover) was confirmed during incoming evaluation of the driver. Despite the missing screw and loose screw, the driver passed all functional testing. During investigation testing, the fastening screws that secure the exhaust fan cover to the driver were compared to new, stock screws in attempt to identify any physical damage or abnormalities and to ensure the screws were the same. No abnormalities were observed and the fastening screw returned with the driver was able to secure the exhaust fan cover to the housing, without difficulties or abnormalities, on each side (each housing boss) of the fan cover. Because the investigation confirmed the proper functionality of the driver, fan cover and screw components, it is most likely the result of a workmanship issue as the screws were not tightened properly during the last servicing of the driver. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation and is closing this file. Ce 4443 follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because the issue was observed while the freedom driver was not supporting a patient. The freedom driver will be returned to syncardia for evaluation. The results of the evaluation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia authorized distributor, reported that the vent cover on the patient's back up freedom driver was loose. The customer also reported that the vent cover had one loose screw and was missing one screw.